Event description:
Per received report: at some point during several repositioning attempts, the physician stated the coil had broken. A blockage in the microcatheter prevented the physician from pushing the coil back into the aneurysm. The patient was sent to the operating room to have the coil removed after snaring attempts to retrieve the coil failed.

Manufacturer narrative:
Portion of the coil alleged to have been retrieved was not returned for evaluation. Upon the receipt of the device positioning unit (dfu) and microcatheter, visual and functional evaluations were performed. Visual examination revealed that the coil appeared to have been mechanically severed from the detachment fiber by external force which occurred during repeated repositioning. The microcatheter was tested and found to be patent. The dfu passed all electrical testing requirements. However, without the return of the coil, the root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints with this lot.